Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with 5 bedside monitors (bsm). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer that the cns was end of life/ end of service. Nk ts sent an eos letter and network configuration to the customer via email. A follow up requesting additional information received no response from the customer. With the information available it is reasonable to determine a root cause of comm loss due to the end of life of the device. The customer was advised to replace the device. A review of the serial number history shows the device was installed on (B)(6) 2011.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.